Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump event log showed a low reservoir alarm occurred on (B)(6) 2013, followed by the previously reported empty reservoir alarm on (B)(6) 2013. The logs showed a motor stall occurred on (B)(6) 2014 at 14:41 and a motor stall recovery occurred the same day at 15:59.

Manufacturer narrative:
Analysis of the pump found the pump logs confirmed motor stall and motor stall recovery occurred, and low reservoir and empty reservoir occurred. The pump was received empty and running at the simple continuous mode. Dispense accuracy testing was performed and failed both tests with an over infusion of undetermined root cause. Analysis also found that the pump tube outlet was binding and had moved towards the inlet.

Event description:
It was reported the patient wanted the pump explanted because it was not delivering enough drug. It was noted the patient had a loss of effect. The reporter stated that no investigation of the catheter was carried out as far as they knew. The reporter further stated the reason for removal was patient request. It was noted that there was no patient injury and the patient status was fully recovered. Additional information received reported the healthcare professional was not familiar with the history of the patient and only removed the pump. The reporter stated the hcp made the comment that the pump may have been running slow. The reporter further stated that on checking the log, the pump may have been running fast, not slow. It was noted the first listed refill was (B)(6) 2013 and the next refill was (B)(6) 2013. It was further noted the pump had ¿run dry¿ on (B)(6) 2013 and an empty reservoir alarm occurred. The reporter stated the refill date at max activations was listed as (B)(6) 2014. It was noted that a motor stall occurred, and a possible MRI may have been done on (b)(46) 2014. It was further noted the patient was doing fine and the pump was removed at the patient¿s request. The reporter stated the patient was not gaining any benefit from the therapy. It was noted the pump contained clonidine, lignocaine, and midazolam.

Manufacturer narrative:
Additional analysis occurred and revealed an anomaly. A deformed pump tube was found in the pumphead. Only the pump was returned for analysis.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.